Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced presyncope presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited noise and low impedance. Isometric testing was able to reproduce noise. The lead was reprogrammed. The patient would continue to be monitored with routine follow up.